Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not stick because the patch became wet, and the issue occurred with two infusion sets. No further information available.